Event description:
It was reported that the patient transmitter had become unresponsive during an electrical storm after a pop was heard from the unit. The transmitter was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).